Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
There was no information reported; however, returned device analysis identified the balloon inner member was stretched and the inner member and marker band were separated. The balloon was ruptured radially and separated. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. Return device analysis noted that the inner member and marker band were separated, the inner member was stretched, the balloon was ruptured radially and separated distal to the proximal seal, the outer/inner member was kinked distal to guidewire exit notch and there were multiple bends throughout the length of hypotube. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause since no information was provided by the account. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.